Event description:
Female patient presented with small access vessels, not a good surgical candidate as aortic wall was weak. Able to access with a bifurcated device, decided to move to an aui device using elgx grafts. The physician first went in with a limb extension. During introduction of the second limb extension, the aneurysm ruptured along the lateral wall. The patient's bp dropped and was converted to open repair. The patient is currently recovering in the ICU.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. An inadvertent perforation of the lateral aneurysm wall during device introduction contributed to the conversion to open repair.